Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, there was resistance when flushing a 5mm angioguard embolic capture guidewire (ecgw) system and it was difficult to retract the filter basket into the yellow delivery sheath. The filter was able to be loaded into the delivery sheath prior to insertion, but significant resistance was encountered during the process, and the filter was forcefully pulled back into the sheath and was delivered into the body. After deployment of an unknown precise pro stent, there was difficulty advancing the capture sheath towards the lesion. When using the angioguard retrieval catheter, it was difficult to see the four radiopaque marker points of the filter basket merged and the basket did not fully converge at four points. The device was retrieved using an unknown guiding catheter. There were no reported injuries to the patient. The device was stored, prepared, and handled according to the instructions for use (IFU). The target vessel was the internal carotid artery, which was mildly calcified and tortuous, with a 75% stenosis and no acute angles. The lesion was located at the bifurcation of the common and internal carotid arteries, and there was no chronic total occlusion. Upon package opening, the deployment sheath tip was fully seated in the filter basket introducer. Resistance was encountered during flushing. After flushing, saline was observed exiting the green end of the sheath. The deployment sheath's proximal end was in contact with the torque nut, and both proximal antimigration clips were removed, while the distal clip remained in place. Adequate space was maintained between the lesion and the filter basket, and marker bands were correctly positioned. Complete filter deployment was confirmed under fluoroscopy, with the marker bands fully opposed to the vessel wall. During retrieval, the sheath was advanced while the filter wire was fixed. There was no interaction between the filter basket and other devices. The device will be returned for evaluation. The non-sterile unit of the rx/5mm basket diameter/180cm was received inside a clear plastic bag and unpacked for visual evaluation. Only the ecgw system was returned; the remaining components were not available for analysis. Inspection of the ecgw system identified a kinked condition at the distal tip of the guidewire, which was confirmed upon detailed examination. Functional analysis related to the reported malfunction was not performed because only the ecgw system was returned. The filter basket area was magnified using a vision system for detailed evaluation, and no anomalies or damage were observed on the filter struts or membrane walls. The product analysis did not identify evidence to suggest the reported event was related to the manufacturing or design process. The reported ¿delivery system ¿ loading (docking) difficulty ¿ into delivery sheath; capture sheath ¿ tracking difficulty; capture system ¿ capture difficulty ¿ unable to¿ could not be substantiated because the only returned component was the ecgw system. The exact cause of the reported event cannot be determined. The information provided suggests the instructions were followed; however, without the ability to evaluate the filter basket introducer, delivery system or capture sheath, procedural and handling factors cannot be ruled out as potential causes. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, there was resistance when flushing a 5mm angioguard embolic capture guidewire (ecgw) system and it was difficult to retract the filter basket into the yellow delivery sheath. The filter was able to be loaded into the delivery sheath prior to insertion, but significant resistance was encountered during the process, and the filter was forcefully pulled back into the sheath and was delivered into the body. After deployment of an unknown precise pro stent, three was difficulty advancing the capture sheath towards the lesion. When using the angioguard retrieval catheter, it was difficult to see the four radiopaque marker points of the filter basket merged and the basket did not fully converge at four points. The device was retrieved using an unknown guiding catheter. There were no reported injuries to the patient. The device was stored, prepared, and handled according to the instructions for use (IFU). The target vessel was the internal carotid artery, which was mildly calcified and tortuous, with a 75% stenosis and no acute angles. The lesion was located at the bifurcation of the common and internal carotid arteries, and there was no chronic total occlusion. Upon package opening, the deployment sheath tip was fully seated in the filter basket introducer. Resistance was encountered during flushing. After flushing, saline was observed exiting the green end of the sheath. The deployment sheath's proximal end was in contact with the torque nut, and both proximal antimigration clips were removed, while the distal clip remained in place. Adequate space was maintained between the lesion and the filter basket, and marker bands were correctly positioned. Complete filter deployment was confirmed under fluoroscopy, with the marker bands fully opposed to the vessel wall. During retrieval, the sheath was advanced while the filter wire was fixed. There was no interaction between the filter basket and other devices. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.